Event description:
During thrombectomy procedure of patient's left femoral/iliac, the fogarty thrombectomy balloon was inflated to pull thrombus back. When the fogarty catheter was inspected outside of the artery, the balloon part of the catheter was damaged and part of the balloon was missing. Surgeon attempted to retrieve any remaining balloon fragments. The fragments do not show up on xray. The flow of the artery did not appear different from prior to fogarty catheter to after the catheter removed (after balloon issue discovered). Patient did not have any known injury/adverse effect related to the event. FDA safety report ID# (B)(4).